Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set tubing came apart on (B)(6) 2025. The insertion site was thigh. The blood glucose level was high and the patient was treated with correction bolus via manual injection. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch: 6007808, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6007808 was manufactured according to the work instruction (wi) version 79 and packaging in the machine multivac 12 on 25-jun-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot: 4f03182 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 25-jun-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot: 4f03183 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 26-jun-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot: 4f03165 was manufactured according to the wi version 42 and manufactured in the machine gluing 04-08, on 23-jun-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.